Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges shortness of breath, stinging and itchy eyes, urinary infections and also the patient's asthmatic symptoms were worsening. Medical intervention was not provided. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal part of the device was inspected visually and the manufacturer confirmed there were signs of grey film contaminant on the front panel. The blower box had contamination from dirt/dust and keratin-like contamination. There was dust/dirt around the air inlet and iso port. There was dark contaminant found at blower seal on blower box. There was evidence of water ingress in the blower box. The manufacturer found no evidence of sound abatement foam degradation.